Event description:
Procedure type: unk. According to the reporter: the product was removed from the patient. Allegedly, an infection was noticed and the product appeared to have holes in it. No other information provided.

Manufacturer narrative:
(B) (4). (B) (4).